Manufacturer narrative:
It was reported that during the procedure there was resistance was felt after advancing the device through the patient and over the non-abbott guidewire and dilator was noted to be split open. A returned device assessment could not be performed as the device was not returned for analysis. Two images from field confirm the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that resistance was felt after advancing the device through the patient and over the non-abbott guidewire. Under fluoroscopy it was observed that the dilator was split open. The device was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient was hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.